Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
The customer obtained a falsely depressed sodium result while using the architect c4000 analyzer. The sample generated an initial result of 120 and repeat of 142 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and found a damaged cuvette segment bottom and worn reaction carousel gear. The fsr resolved the issue by replacing the cuvette segment, no cuvettes (rohs) and motor assy reaction crsl (rohs). A review of the service history for the architect c4000 identified no additional complaints associated with erratic or discrepant results and no additional contributing factors. A review of manufacturing documentation and trending data for the cuvette segment, no cuvettes (rohs) and motor assy reaction crsl (rohs) identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer obtained a falsely depressed sodium result while using the architect c4000 analyzer. The sample generated an initial result of 120 and repeat of 142 mmol/l. No impact to patient management was reported.